Event description:
The patient was found deceased in bed in 2007, by his parents. The patient had been at a party the previous night and it is suspected that alcohol may have been involved. The police are investigating the patient's death. As part of the investigation the history list of the patient's infusion device was evaluated. The patient received an a 1 alarm (low cartridge warning) two days prior, and an e1 error (empty cartridge) the next day at 3.27pm and the pump changed to stop automatically. The patient then changed the infusion device to run at 3:45pm without changing the insulin cartridge. The infusion device changed to stop again at 5:58pm until 6:26pm on the same day and the infusion device alarmed e4 (occlusion) at 11:39am the following day, due the empty insulin cartridge. The patient's infusion device and infusion accessories are being held by the police and the cause of the patient's death is not yet known. No further information is available. Product was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplement report.